Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute integrity (rx) drug eluting stent to treat a lesion in the left main. It was reported that the device was prepped as per IFU and inspected with no issues noted. The device was used past its expiation date. No patient injury reported, patient is well.